Manufacturer narrative:
(B)(4). Additional information/correction. No sample was returned for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink secondary medical set that was involved in a no flow. According to the report, no flow has been an on-going issue at this facility when connecting the secondary tubing to an unknown pump. The customer did squeeze the bag per label copy to initiate flow. The check valve was inverted and tapped per label copy and the drip chamber was flooded / full. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.